Event description:
During a posterior vitrectomy procedure, the "coagulation" settings disappeared from the video screen. The dr's settings were reloaded and the procedure continued. There was no report of pt injury.